Event description:
It was reported from a physio-control field service representative (fsr) that the customer's device failed to show an ECG waveform in the paddles ECG mode. The ems crew cycled the device on and off, but still no reading and no artifact. The ems crew using the monitor was a first response als fire truck. They were on scene for approximately 30 minutes before the ambulance arrived. The device was being used for monitoring only. Without paddles ECG mode on this device, the AED functionality could not be used. There was patient use associated with this event and it is unknown if the reported device issue caused any adverse effects to the patient.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control performed an additional investigation and through the electronic patient record, verified that the device did not have the ability to monitor the patient in the paddles lead, which verifies the reported failure. Physio will replace the system pcb assembly and after proper device operation is observed, the device will be returned to the customer for use.